Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site for instrument evaluation. After evaluating the instrument and data, the fse determined that the cause of the discordant calcium result was unknown. The fse performed a total service call, replaced the reagent 1 probe, checked instrument hydraulic tubing and pumps. The instrument is performing according to specifications and no further evaluation of the system is required.

Event description:
A discordant, low calcium (ca) result was obtained on an advia 1800 instrument. The discordant result was not reported to the physician. The same sample was repeated on an alternate system and on the primary instrument. The corrected result was reported to the physician. There are no known reports of adverse health consequences or patient intervention due to the discordant calcium result.